Manufacturer narrative:
(B)(6). Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the bd vacutainer® 9 nc 0.129 m plus blood collection tube experienced a mix of product types in a pack which was noted prior to use. The following information was provided by the initial reporter: pst vacutainer tubes found inside citrate case packaging. Customer found 9 boxes of pst tubes (367374) in a case of citrate tubes (363080).